Manufacturer narrative:
The device was received with blood on the balloon which likely indicated device insertion into a procedural catheter - this differed from the narrative description. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitidinal tear on the balloon, approximately 6 mm from the balloon proximal tip. The review of the lhr (lot f1407804) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00530 for the first device.

Event description:
The aci sales rep reported that during prep the tech noticed that the balloon from two different devices had a pin hole, the devices were not used in the pt. A device from another MFR was used. Procedure: peripheral leg intervention 6f sheath (model unk).